Manufacturer narrative:
Analysis of the 9733457 (probe) found that the tool was damaged. It was found that the allegation was confirmed as the tip of the probe was visibly bent. However, with markers attached and fully seated the probe returned to good geometry and divot error readings. The probe was able to verify without issue and was otherwise fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation while outside of procedure. It was reported that the the cervical probe was bent. There was no patient when the issue occurred.